Event description:
The sd implant was placed in may, 1996. A healing abutment was placed on implant, but it was to large. When dr tried to remove the healing abutment, the implant came out too. Exact date of occurrences is unk. One person affected.

Manufacturer narrative:
The impalnt was returned and evaluated. A healing abutment was stuck in the implant. The md had tried to insert an rd healing abutment into a sd implant. They have different thread sizes, which are not meant to be used together. If the stage 11 surgery was at 3-4 months, the implant might not have been intergrated enough to withstand the froces necessary to try to remoe an dabutment which was stuck in the threads.